Event description:
A report was received that the patient ipg was causing discomfort to sleep. It was mentioned that the patients ipg had flipped and was sitting sideways. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.